Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer reported having a red pod site on her right hip. There was a bump and a red outline around the area where the pod was located. Customer wore the pod between 4 and 24 hours and visited an urgent care facility in (B)(6) on (B)(6) 2016 where the pod site had to be drained and packed. She was treated with antibiotics; the name was not provided. Upon returning home, she visited her primary care physician on (B)(6) 2016 who diagnosed her with cellulitis.